Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum to the common bile duct performed on (B)(6) 2017. According to the complainant, during the procedure the sponge was detached into the patient. It was suctioned back into the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be ¿no harm¿.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device revealed that the foam (sponge) had been separated from the rx biopsy cap. Residues of body fluids were found in the foam of the returned product. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a biopsy cap was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum to the common bile duct performed on (B)(6) 2017. According to the complainant, during the procedure the sponge was detached into the patient. It was suctioned back into the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be ¿no harm¿.

Event description:
It was reported to boston scientific corporation that a biopsy cap was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum to the common bile duct performed on (B)(6) 2017. According to the complainant, during the procedure the sponge was detached into the patient. It was suctioned back into the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be ¿no harm¿.